Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was unknown at the time of the incident. Advised to disconnect from the pump. Adv to remove the aa battery from the pump and monitor the notification light. Notification light stopped flashing immediately. Advised the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. Product will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to p-cap / reservoir will not lock properly. Unit was received with operational currents within specification and passed self-test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked case on the back at the battery tube area. Unit was received with missing display window cover. Unit was received with minor scratched display window, case and keypad overlay.